Manufacturer narrative:
Corrected data: d11 - lot numbers updated from "unk" to the correct reported numbers. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.50/1.0/099 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Per the reporter on (B)(6) 2020, "now the patient is in good condition, and his visual acuity has recovered to pre-operative ucva and bcva in the last visit."